Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the touch panel did not work. The coin battery voltage is 2.09v. The control board was replaced. Which resolved the reported issue. No patient involvement reported.